Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the perfix plug implanted in 2006, was reported on MDR 1213643-2008-00462. Information related to the ventralex mesh, lot number 43aqd504, implanted the same day, was reported on MDR 1213643-2008-00463. See MDR 1213643-2008-00559 for information related the ventralex mesh, lot number 43eqd856, implanted four months later. See MDR 1213643-2008-00560 for information related the composix mesh, lot number 43cod192, implanted the same day.

Event description:
Information a combination of attorney reported information and information contained in provided medical records: in 2006--the patient underwent surgery with implant of three mesh patches: one perfix plug and two ventralex: lot number 43aqd504 & 0010301 lot number, 43bqd509. Approx four months later, the perfix plug was surgically removed. During the same day surgery, one of the ventralex mesh was found to be adherent to the bowel with injury to her right inguinal nerve. The same day--two additional patches were placed in the patient: one ventralex, lot number 43eqd856, and one composix mesh lot number 43cod192. The same day--the patient was hospitalized and had two infections at the right groin area. The patient remained hospitalized until six days later. The patient reported that the pain had improved since the injection until her following month doctor visit. The same day--the patient is presented to her physician with reports of pain, numbness and burning sensation in front of her thigh, below the groin area, all the way down to her knee. The next day--the patient was diagnosed with ilioinguinal nerve entrapment syndrome on the right. The patient underwent an ilioinguinal nerve block on the right.